Event description:
It was reported that the ICD and rv lead exhibited high pacing thresholds. The physician elected to explant and replace the device and the rv lead. During the procedure, the atrial lead was dislodged and had a bent connector pin. As such, the physician decided to explant the atrial lead along with the rv lead and the device. There was no adverse events and the patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.